Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Reportedly the date of breakage and hardware removal were both on (B)(6) 2013. It was also reported that there was no injury due to the equipment, the k-wire driver locked and would not unlock during surgery for open reduction internal fixation of the left radius.

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated. This does not meet the definition of a reportable event. Synthes is retracting medwatch report # 8030965-2013-02720.

Event description:
It was reported by facility: during an open reduction of the distal radial surgery on (B)(6) 2013; a quick coupling for k-wires locked up and the k-wire could not be tightened. It was also reported there was no delay in the surgery as a back-up quick coupling for k-wires was readily available. No further information was reported. This report is for a quick coupling for k-wires. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional information received from completed questionnaire.